Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 78.1cm distal of the strain relief. There was contrast a in the inflation lumen and balloon. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. After a guide wire was inserted into the lesion, a 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, upon advancing, slight resistance was encountered because of tortuosity and it was noted that the shaft of the balloon snapped outside the body. The fractured balloon was removed safely. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. After a guide wire was inserted into the lesion, a 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, upon advancing, slight resistance was encountered because of tortuosity and it was noted that the shaft of the balloon snapped outside the body. The fractured balloon was removed safely. The procedure was completed with another of the same device. No patient complications nor injuries were reported.